Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 431 mg/dl. The customer stated that she had been treating all morning by bolusing with the device, and the blood glucose levels were finally coming back down to range at the time of the call. Upon troubleshooting, it was found that insulin did exit the tubing during the manual prime. No leaks were found. Time and date were correct. The customer stated that she was unsure if the basal rates were correct and she was unsure of what the bolus wizard settings were. The customer did not have a tubing clamp available to complete troubleshooting; test postponed until after the customer receives tubing clamp. Advised the customer to change the infusion set, reservoir and insulin. Nothing further reported.